Event description:
It was reported that during use of this shaver blade in a left knee arthroscopy procedure, metal shavings were observed in the joint. It is unk if all metal shavings were retrieved from the joint. There was not report of pt injury and no add'l treatment is expected.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: the shaver blade was received for investigation and the reported problem was verified. A visual examination of the blade noted galling of the inner and outer tube. The cause of this failure was unable to be determined. However, this type of damage can occur by excessive lateral force being applied during use.